Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with cystoscopy with urethral fronds cauterization due to mixed urinary incontinence.

Manufacturer narrative:
It was reported that patient underwent robotic assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, bilateral pelvic and peri aortic lymph node due to grade ii endometrioid endometrial adenocarcinoma on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/13/2016.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.